Event description:
The lead was explanted due to a heart transplant, was returned to the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The outer insulation exhibited breached environmental stress cracking (esc). The outer insulation was pulled apart (overstress) and exhibited cosmetic depressions and esc. All conductors were stretched and blood/body fluid was found on the proximal conductor (not obstructed). Blood was found in/on the helix mechanism, and the lead appeared stretched.